Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter, after use of the device for knee capsule closure in a knee procedure a patient returned with fluid on the knee and infection. Doctor indicated that the suture was not lasting as long as it should and absorbing faster. No further information has been provided.